Event description:
User received a low sodium and potassium result for one patient sample. The sample initially reported 53 mmol/l for sodium and 2.1 mmol/l for potassium. The sample repeated twice as 134 mmol/l and 133 mmol/l for sodium, 5.3 mmol/l and 5.3 mmol/l for potassium. The initial low results were not reported. The field service representative could not determine a cause. He changed the ise tubing, checked performance of all valves, and checked the entire function of the ise under diagnostics making adjustments. Performance tests were performed and within specification.